Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37754, serial# (B)(4), product type recharger.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient fell on their left hip and back and was noticing sharp pains sporadically. It was reported that the patient was having discomfort while charging and noticed burn marks from the recharger when over the ins. A new recharger was requested to be sent out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.